Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 1, serial number - (B)(4) - aviva system 2, serial number - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (>600 mg/dl) and 250 mg/dl (inform system 1) and a result in the 200's (inform system 2). No serious injury reported. Requested return of suspect device for evaluation.